Event description:
Patient was revised to address poly wear of the liner.

Manufacturer narrative:
Examination of the returned item does confirm wear of the poly material. The device evaluation and review of the device history records did not, however, reveal any product problems, related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.